Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, olympus medical systems corp. (Omsc) surmised that the air/water nozzle was clogged with foreign material due to improper reprocessing by the user. In the past similar cases, it was surmised that the cause was fibrous lint such as towels and gauze entering the air/water channel, or insufficient reprocessing by the user. According to the information provided by olympus china sales & marketing (ocsm), the foreign material was like a dry residue of the patient's body fluids. -the instruction manual states that precleaning should be performed immediately after the procedure to prevent the filth from drying and solidifying. Therefore, it is possible that the reported event occurred because the user deviated from the instruction manual. The instruction manual states that the air/water nozzle at the distal end of the insertion section and the objective lens cleaning function should be inspected before use. In addition, it states quick precleaning after the procedure, and nozzle reprocessing method. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the air/water nozzle was clogged. The user replaced the device to another device and completed the intended procedure. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the device has not been repaired in the past year. -some bodily fluids from the patient dried inside the air/water nozzle and blocked the air/water nozzle. -there were no defects in the function of other nozzle. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.